Manufacturer narrative:
Additional information provided: d.11. The customer¿s report that the tubing separated was confirmed. Visual inspection of the set separation at the pumping segment and the upper fitment. Functional testing was deemed unnecessary due to the set's separation and obvious leaking that would occur. No dimensional testing could be performed as the set was partially received. The root cause of the separation could not be determined. Device history record for model 2420-0007 lot 19127022 shows that the set was manufactured on 28 december 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from unit 8b that the tubing set separated from the "blue piece", during a tpn infusion. The patient was tpn dependent. There were no adverse effects caused to the patient from this event. Although requested, additional information has not been made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from unit 8b that the tubing set separated from the "blue piece" during a tpn infusion. The patient was tpn dependent. There were no adverse effects caused to the patient from the event.